Manufacturer narrative:
(B)(4). No complaint was received with return of device. Failure event observed during analysis. No conclusion code available. Final analysis found that a partial connector portion of the lead was returned. Full insulation degradation was found at 4.5 cm from the connector pin.

Event description:
This report is to advise of an event observed during analysis.